Manufacturer narrative:
(B)(4). The replaced battery was received for investigation. Visual inspection found no anomalies. The battery was connected to a test ventilator, and the connector was locked into place. The device was allowed to cycle for two days in ventilation mode, and no errors or alarms were generated. The customer reported complaint could not be duplicated, as the battery was operating within the manufacturing specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer that during patient use at home, the ht70 ventilator generated a backup battery error alert. However, the ventilator continued functioning. The patient was transferred to another ventilator. There is no report of patient injury or death associated with this event.